Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Buttons were unresponsive. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to flattened and creased escape button dome switch also alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. No unlocked j2 lcd keypad connector noted. The insulin pump was received with normal operating currents and passed unexpected restart error test and self-test. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.